Event description:
It was reported that a trained technician attempted arteriotomy closure of the common femoral artery using a starclose device after a diagnostic procedure. At the final step of the firing clip, the clip fired and ended up wedged on the slit delivery tube. Hemostasis was achieved using manual compression. There were no adverse patient injuries. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.